Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/09/2017 with the following findings: a review of the black box showed no power on resets. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The returned battery cap had stripped threads. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap was used to maintain an electrical connection, and successfully complete 24 hour testing. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. No power on resets were duplicated.